Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering morphine and ¿fentanyl or bufinal¿, but then stated they were not positive on the medication. The patient reported to hcit (healthcare information technology) that when trying to connect to the pump with the handset and communicator, the pump was found, but then it errored out at 8% with no pump response. The environmental, external, or patient factors that may have led or contributed to the issues were noted to be that per the patient they ¿got the pump wet¿ and it had not worked since and there was an MRI done today and it was possible that may have caused an issue as well. It was noted that the handset and communicator had no issues with pairing. The issue was specifically that the pump was not responding at 8%. The diagnostics/troubleshooting included restarting the handset and verifying the handset and communicator were paired and able to find the pump. After finding the pump and reaching 8% in the myptm app, the app errored out with no pump response. No interventions/actions were taken by hcit as the issue didn¿t appear to be with the handset or the communicator, and the patient was redirected to patient services. The patient called back on (B)(6) 2025 stating that they had been having issues with their equipment since friday. The patient stated they were seeing 'no pump response' and 'not found' on the handset. The patient mentioned they had 2 mris on friday, one with contrast and one without contrast. The patient confirmed they did not feel any sensations while doing the MRI because they were lying flat on the table and could not move themselves at all. The agent had the patient attempt to connect to the pump, but patient was unable to get past the 'no pump response' 9% screen. The patient also mentioned the pump was tilted and had been that way since implant, but the healthcare provider was planning to reposition the pump tomorrow ((B)(6) 2025) up higher on the patient's back. The patient stated that the pump was too low and causing pain. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department due to the chronic poor telemetry and the patient¿s healthcare provider wanted the communicator replaced because the healthcare provider did not have any issues with connecting to the pump with their programmer. The patient called back the next day for assistance with pairing the handset with the replacement communicator. The patient stated that they had just left the surgical center, and the pump was changed from one spot to another. The patient disconnected the call and then called back the next day at which time the patient was able to pair the devices and get a bolus.